Event description:
It was reported that the insulation of the device was compromised.

Event description:
It was reported that the insulation of the device was compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection of the handle confirmed the presence of a break in the coating. The break exposed the metal screw which is part of the push button assembly that locks the insert into the handle. Further visual inspection of the shaft confirmed the presence of burns in the insulation in the distal tip area. The probable root causes for the break in the coating are: multiple uses of flash sterilization, rapid cooling after sterilization, contact with metal tray during sterilization and/or normal wear and tear. The probable root causes for the burns in the insulation are: electrical arching from the metal shaft to a conductive object caused by fractures in the insulation and/or the device coming in contact with a cauterizing instrument. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.